Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous left anterior descending artery. After pre-dilation, the 2.75x24mm promus element stent was advanced for treatment but could not cross the lesion. The lesion was then again pre-dilated and the 2.75x24mm promus element stent was again advanced for treatment but still could not cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Two struts on the first row on the proximal end of the stent were misaligned, raised up and bent back proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 99% stenosed target lesion located in the moderately tortuous left anterior descending artery. After pre-dilation, the 2.75x24mm promus element stent was advanced for treatment but could not cross the lesion. The lesion was then again pre-dilated and the 2.75x24mm promus element stent was again advanced for treatment but still could not cross the lesion. Upon removal, stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.